Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for evaluation of an alleged ventilator service required alarm. There was no patient involvement, and no harm or injury reported. During diagnostic testing, the device failed testing for internal flow verification and required replacement of the machine flow sensor to address the issue. Additional findings not related to the reportable malfunction/issue: review of the event log confirmed a ventilator service required alarm recorded in the event that indicated a "battery not charging" fault. During testing, the battery charge indicator was checked and was fully charged and the service required alarm did not sound when the device was in operation for a period of 24 hours. Device investigation did not duplicate the service required alarm. Preventative maintenance (pm) results showed no need to replace the battery. As part of pm, the in-line proximal filter was noted to be clogged with dust contamination and what replaced.